Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3389-40, lot#: 0206020671, implanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator. It was reported that during implant surgery an electrode on the lead fractured. As a result, the lead was replaced and the procedure completed, resolving the issue. It is unknown what troubleshooting was performed, and what the cause of the event was or if it was device related. No further complications are anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 7482-51, serial (B)(4), product type: extension. Analysis of the extension (sn: (B)(4)) found a conductor on the body of the extension to be broken 2.1 cm from the distal end, with a straight wire in the body. The event as reported to the manufacturer stated that the previously reported lead (model 3389) was the device which malfunctioned. The extension was returned and analysis found a malfunction which matched the allegation. It is unclear if the original allegation was meant to apply to the previously reported lead, or the extension included in this report. Follow-up is being conducted to address this conflicting information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Based on device return and source information it is still unclear if the original allegation was intended to be against the lead or extension. Concomitant medical products: product ID: 7482-51, serial (B)(4), product type: extension. Product ID: 64001, serial# unknown, product type: adapter. Product ID: 3389-40, lot# 0206020671, implanted: (B)(6) 2012, product type: lead. If information is provided in the future, a supplemental report will be issued.